Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was inaccurate high compared to another meter. On february 08, 2012 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient advised that in the three months prior to the start of the product issue, his diabetes has not been "in good control" and he has had 2 instances in the last three months where he has "passed out." The patient reported he manages his diabetes with a combination of insulin (sliding scale) and oral medications. The patient reported that the alleged product issue began (B)(6) 2012 at 06:00pm when he followed his usual diabetes management routine by eating dinner and obtaining blood glucose results of approximately "120mg/dl to 170mg/dl" with the subject meter and taking insulin (unknown amount). The patient advised 2 hours later, he again took his blood glucose using the subject meter and obtained a "40mg/dl" result. The patient reported that at 08:45pm he ate a large slice of coconut cream pie. The patient reported that his spouse found him unconscious at 09:00pm obtained a blood glucose result of approximately "70mg/dl" and contacted ems. The patient advised that ems obtained a blood glucose result of "38mg/dl" and administered IV glucose. The patient advised that he regained consciousness and at approximately 09:30pm ems took his blood glucose with the subject meter and obtained a result of "220mg/dl" and compared this result to a "225mg/dl" result taken on the ems meter. The patient advised that he felt better, that no further treatment or hospitalization occurred. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and were taken from an approved sample site. Replacement products were sent to the patient. Product analysis of the meter did not confirm the meter issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on 2/7/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. The retain test strips were tested and also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.